Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving. It is unknown whether the customer noted a trend arrow on the device. Customer did not experience any symptoms, however, was unable to self-treat and had contact with a healthcare professional (hcp). Customer was on peritoneal dialysis (pd) and was treated with dynavyte, sevelamer, furosemide, atorvastatin, vitamin d and 3 kinds of insulin (dose, type unspecified) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor patch was visually inspected and no issues were observed. Extracted data from the returned sensor using approved software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the sensor tail, indicating the sensor was properly inserted. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving. It is unknown whether the customer noted a trend arrow on the device. Customer did not experience any symptoms, however, was unable to self-treat and had contact with a healthcare professional (hcp). Customer was on peritoneal dialysis (pd) and was treated with dynavyte, sevelamer, furosemide, atorvastatin, vitamin d and 3 kinds of insulin (dose, type unspecified) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.